Event description:
Info rec'd indicates the bed will not come out of trendelenburg and has no functions working.

Manufacturer narrative:
The technician replaced the blown f17 & f18 fuses on the power control module to repair the bed.